Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient and was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell into the patient. It was unknown whether it was retrieved from the patient. The site continued the procedure as planned. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator/physician assistant and obtained additional information: the surgeon was able to retrieve the mcs tip cover accessory during the same procedure.